Manufacturer narrative:
The investigation for the thrombus, limb ischemia, and ventricular tachycardia (vt) has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of thrombus, limb ischemia, and ventricular tachycardia (vt) could not be determined as the device was not returned nor sufficient clinical details. Corrections to the initial MFR report: g1 MDR reporting contact email.

Event description:
The complainant reported the a patient was on impella cp support. While on support, echocardiogram showed the impella was very shallow. The patient has ventricular tachycardias and does not flow on the impella. Additionally, the lower leg extremity pulses were absent. The impella cp was weaned and explanted. A clot was noted in leg post closure and it was evacuated without issue. The patient survived the expalnt.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation. Section: impella cp with smart assist catheter insertion. Section: axillary insertion of the impella cp with smart assist catheter. Section: use of impella with transcatheter aortic valves. ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."